Event description:
It was reported that a male pt undergoing a lumbar arthodesis rec'd a third degree burn on his left thigh under the electro surgical pad. The size of the burn was noted as 4 cm x 1.5 cm and was treated with flamacine.